Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 638rl32 heart ring, implanted: (B)(6) 2008, 429688 lead, implanted: (B)(6) 2014, 5076-52 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a confirmed fracture of the pace sense portion of the lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an audible alert was triggered and interrogation of the device found that there was an right ventricular (rv) lead integrity warning triggered due to the apparent rv lead fracture.